Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reby0382 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had several patients with broken powerpicc solos. They broke somewhere outside the patients' arm. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. The catheter terminated at the 40cm depth marking. Microscopic inspection of the distal end of the catheter revealed regular striations typical of a sharp instrument cut. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>20 seconds) hydraulic pressurization of the sample. Tactile inspection of the sample was unremarkable. Microscopic inspection of the device did not reveal any evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of reby0382 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had several patients with broken powerpicc solos. They broke somewhere outside the patients' arm. No patient injury reported.